Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, patient reported there is a pixel missing on the display of the infusion device. Patient stated the digits are readable. On (B)(6) 2014 preliminary evaluation detected that the down button on the infusion device is without function and the soft component of the up button is torn. No adverse event reported. Requested return of the alleged infusion device for evaluation.